Manufacturer narrative:
Product ID: 977a260, lot# va1lmtu037, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, lot# va1eaxv024, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Both leads were implanted in (B)(6) 2017. Patient and device codes belong to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient experienced no stimulation and strong stimulation, heating and burning sensations over the neck and head. More on the right side but also on the left side. The patient was monitored for 4-5 months without any clear picture of its integrity was fluid in the leads. During the monitored time, the patient was worsened in the symptoms. The cause of the event was reported as the doctor did not take attention of the implanted leads when botox injections were given to the patient as an additional treatment. The patient went into the or to get the final conclusions about the leads condition. Several intra-operative impedance measurements were done. There were both lower and higher impedances detected on both leads. Lower impedances: movement from implantation to explant on the lowest ranges ¿ from 1060 to 760 ohms. Much more 760 ohms were detected on both leads, in the impedance graph. Higher impedances: movement from implantation to explant on the highest ranges - from 1700 to 1990 ohms. Much more 1990 ohms were detected on both leads, in the impedance graph. The leads were very damaged during the explant due to tissue fibrosis. The event resolved after the leads were replaced.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) occipital nerve stimulation. It was reported that the patient was in the or for troubleshooting. Higher impedances were found. Both leads were replaced. No further complications were reported or anticipated.